Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump was monitored for couple days no unexpected failed battery test noted and no motor error alarm noted. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump was monitored for a couple days. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with normal operating currents. The pump passed the self test and the unexpected restart error test. The pump passed the off no power test and no unexpected failed battery test was noted. There was also no motor error alarm noted and the motor passed the motor test. The pump was received with a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer and his mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer also had a failed battery test alarm. Caller stated that she cleaned the battery cap and then put the battery back in it. Caller stated that the drive support cap appears normal. Customer had 2 motor error alarms on the insulin pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's blood glucose was 510 mg/dl today. Customer treated with an insulin pen. Troubleshooting was performed but the customer received a failed battery test alarm. Customer tried to correct the motor error alarm when he took the battery in and out of the pump. Customer stated that he could not rewind when the battery was placed back into the pump. Customer was able to rewind once the battery alarm was cleared. Customer was advised to clear the alarm. Customer was advised that the pump will need to be replaced due to the motor error alarm.